Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer reported that they were trying to hook up back up as they navigates through the pump screen, the insulin pump was slow to respond. Customer reported that they had to press esc and act button a couple of times to clear the alarm and when they presses act button to edit the time the pump screen did not respond. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.